Manufacturer narrative:
Concomitant medical products: 407652 lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high/undefined impedances, oversensing, and a loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.